Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs (device history review) showed the fs libre sensor and sensor kit passed all tests prior to release. Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. The passing of all functionality test indicates that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue with the adc device was reported. The customer reported receiving an unspecified high scan on the sensor compared to unknown readings obtained on the built-in meter. The customer self-treated with insulin (type/dose unknown) and consequently, experienced symptoms described as "cold sweat, loss of urine, freezing", and a loss of consciousness. The customer was provided glucose from a non-healthcare professional for treatment and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the plug assembly and no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue with the adc device was reported. The customer reported receiving an unspecified high scan on the sensor compared to unknown readings obtained on the built-in meter. The customer self-treated with insulin (type/dose unknown) and consequently, experienced symptoms described as "cold sweat, loss of urine, freezing", and a loss of consciousness. The customer was provided glucose from a non-healthcare professional for treatment and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue with the adc device was reported. The customer reported receiving an unspecified high scan on the sensor compared to unknown readings obtained on the built-in meter. The customer self-treated with insulin (type/dose unknown) and consequently, experienced symptoms described as "cold sweat, loss of urine, freezing", and a loss of consciousness. The customer was provided glucose from a non-healthcare professional for treatment and no further information was provided. There was no report of death or permanent injury associated with this event.